Manufacturer narrative:
Corrected. The biomedical engineer stated that the problem has not occurred again. Before being placed on patient the staff was checking the unit prior to taking to the ER to connect to the patient. No repair performed on this unit.

Event description:
The customer reported the ventilator giving intermittent battery failed error.. Unit was not on a patient when the problem occurred.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the ventilator giving intermittent battery failed error. The customer reported the device was in use, but there was no patient harm reported.